Event description:
It was reported that during a robotic assisted radical prostatectomy (rarp) laparoscopic procedure, at the time of bladder neck transection, the bipolar maryland forceps (bmf) exhibited inconsistent jaw behavior that did not correspond with controller movement. The bmf was being used for the third time. As a result, an attempt was made to remove the bmf. However, when the instrument drive unit (idu) button was double-clicked, the jaw wrist bent and the instrument could not be removed from the trocar, so it was removed together with the trocar. The instrument was replaced with a new bmf, and the surgery was successfully completed. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3) device evaluation: medtronic led an evaluation of the reported bipolar maryland forceps and the associated device logs. Evaluation of the logs noted that the bipolar maryland forceps was connected to a sterile interface module (sim) that was attached to arm cart assembly 2. No system errors were triggered during use. The use time for the bipolar maryland forceps was five hundred and seventy-two minutes with a use count of three. Visual inspection of the returned bipolar maryland forceps noted no corrosion on the electrical contacts. There was no damage noted to the jaws or of the drive cables. The pulley was damaged. Functionally, the jaws were manipulated into multiple positions in order to inspect the cables. The jaws were able to achieve each position fully with no difficulty. Electrical testing was performed and the bipolar maryland forceps was read with no observed failures. Evaluation of the bipolar maryland forceps noted no abnormalities associated with the reported condition. Therefore, the investigation was not able to identify a root cause or speculate on a probable root cause. Additionally, the investigation identified an unreported condition of pulley damage. The root cause for the plastic fracture condition may be attributed to the current jaw subassembly design. The pulley fractures are caused by high cyclic forces from the instrument drive unit (idu) motors combined with a thin plastic wall condition in the pulley. Improvements have been initiated to mitigate this condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic assisted radical prostatectomy (rarp) laparoscopic procedure, at the time of bladder neck transection, the bipolar maryland forceps (bmf) exhibited inconsistent jaw behavior that did not correspond with controller movement. The bmf was being used for the third time. As a result, an attempt was made to remove the bmf. However, when the instrument drive unit (idu) button was double-clicked, the jaw wrist bent and the instrument could not be removed from the trocar, so it was removed together with the trocar. The instrument was replaced with a new bmf, and the surgery was successfully completed. There was no patient injury.